Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for the missing cannula. Customer's blood glucose level was unknown. Customer stated that when she removed them from the skin, they were without cannula. The product will not return for the analysis.